Event description:
It was reported that during a pta treatment procedure, the physician noted that the balloon catheter size was different than what was stated on the package. The package stated that the balloon catheter was 90 cm in length, but during the procedure, it became apparent that it was much longer. When removed from the pt and measured, the balloon catheter was noted to be 111 cm in length. A different guidewire was necessary to perform the procedure due to the discrepancy, however, the procedure was successfully completed using this balloon catheter. No pt injury or complications were reported.